Event description:
It was reported that during an appendectomy procedure, the device cut but partially stapled. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.